Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of having high blood glucose of 700mg/dl and the pump alarmed motor error. Customer treated with a pen. Troubleshooting assisted customer to clear alarm and a pump rewind but the pump was unable to complete the rewind sequence. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. Customer was also advised that the device would be replaced. Customer declined high blood glucose troubleshooting.

Manufacturer narrative:
The insulin pump had constant motion sensor test failure alarm during rewind due to motor gear box jammed. Unable to verify for motor error alarm and perform functional check including rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self-test, unexpected restart test and all operating current measurement due to constant motion sensor test failure alarm. The insulin pump was received with minor scratched display window, cracked case at the display window corners and cracked reservoir tube lip.